Event description:
On 16-apr-2026, a sales representative reported via (B)(4) that the ar-8737-37 1.5mm cannulated hexalobe driver shaft broke while inserting a screw. This issue was discovered during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.